Manufacturer narrative:
Device evaluation: the service engineer (se) evaluated the ventilator and found a loose connection. The connection was corrected. The ventilator passed performance verification testing (pvt), extended self test (est), and short self test (sst) and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, during patient use, the ventilator alarmed and stopped working. The patient was manually ventilated and transferred to another ventilator. There was no harm to the patient.

Manufacturer narrative:
Unique identifier (UDI) number added . If information is provided in the future, a supplemental report will be issued.